Event description:
It was reported that after a da vinci-assisted surgical procedure, the maryland bipolar forceps was found to have damaged plastic connected to the wiring. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. The instrument was found to have thermal damage on the bipolar yaw pulley. The yaw pulley showed signs of charring and localized melting at the base and on the exterior of the grips. No insulation damage was observed. The conductor wire is not damaged or broken. The housing was removed from the back end, no damage was found. An electrical continuity test was performed and passed. The instrument was installed on an in-house system to perform an energy delivery test and passed. This failure is typically associated with mishandling/misuse, commonly caused by collision with another energized instrument.